Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion at 39.4-39.7 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.